Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Oversensing was observed on the right atrial (ra) lead, leading to inappropriate automatic mode switch (ams). The device was reprogrammed to address the event and the patient¿s condition was stable.